Event description:
Subsequent to an MRI guided laser ablation procedure for a dysembryoplastic neuroepithelial tumor (dnet) in the brain, a patient developed a sub-dural hemorrhage. The physician performing the procedure reports that she believes that a blood vessel may have been damaged during stereotactic insertion of the laser applicator and evolved into a hemorrhage when the applicator was subsequently removed. The hemorrhage was not near the ablated area and was not believed to be directly related to the laser treatment.

Manufacturer narrative:
Though the device was not returned to the manufacturer, the planned procedure was completed, and no abnormal operation was noted. There is no evidence that the device malfunctioned in any way.